Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral and external iliac artery stenting procedure. Reportedly, the vessel locator wings did not close completely after deployment of the starclose se clip. The safety release was used. The starclose se device become stuck in the patient anatomy, but was ultimately able to be pulled out and removed with the vessel locator wings semi-closed. There was no vessel damage noted. Although the clip had deployed, it did not fully achieve hemostasis. A femostop was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.